Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The reported regalia xs 1.0 with its fragment was returned for evaluation. The returned regalia xs 1.0 was found deformed into a hook-like shape from approximately 80mm distal to the proximal solder (set at 120mm from the tip for the purpose of fixing the coil onto the core). At the distal end of the hook-like deformation, the polymer jacket was found torn off, exposing the coil and the core. The exposed coil was found elongated for approximately 150mm and then fractured. The core was found fractured at approximately 112mm distal to the proximal solder. Microscopic observation revealed that the fracture end of the core was necked due to tensile stress. The fracture end of the coil had a trace of fracture due to torsion generated most likely when the coil was pulled and straightened. The separated wire fragment was about 8 mm long. Traces of ductile tearing by tensile stress were observed on the polymer jacket at the fracture end. Distal to the fracture end, the fragment was found knotted. The ball tip was found attached on the very distal end of the fragment. The polymer jacket of the wire fragment was removed for observation of the core and coil underneath. Both the core and the coil were found fractured at the knotted segment. The fracture end of the core was necked just as seen the proximal side of the fracture. The fracture end of the coil also had a trace of fracture due to torsion generated most likely when the coil was pulled and straightened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, it was presumed that tensile stress generated with wire removal had most likely caused the reported separation of the guide wire. As the wire tip was being trapped in the lesion likely due to the knot that was formed accidentally during wire manipulation, the applied stress would localize and therefore exceed the product design limit, making the wire stretched and eventually become separated. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned device, a possibility could not be completely ruled out that some polymer fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire had separated during a percutaneous peripheral intervention (ppi) to treat a heavily calcified 90-99% stenosis in the left anterior tibial artery. When the regalia xs 1.0 was advanced with the support of a kaneka medix ichibanyari pad microcatheter via the left dorsalis pedis artery, it became stuck in the heavily calcified lesion. When the guide wire was torqued, the tip broke off and the separated tip remained in the lesion. The separated tip was successfully retrieved using alligator forceps. The guide wire was then replaced to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event. The patient was reportedly fine without problem after the procedure.